Manufacturer narrative:
(B)(4). Date sent: 4/13/2016. Pt info: information was not provided by the contact. Batch # (B)(4) the handpiece was received attached to a harh45 with the nose cone cracked and the mount was noted to be loose. The handpiece was forcibly removed from the disposable. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the doctor had completed a laparoscopic sleeve gastrectomy and the instrument wouldn't disconnect from the handpiece. No patient consequence occurred.